Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a low battery alert, changed the battery, the battery died 4 days later, and insulin delivery was stopped. Customer did not received a low battery alert prior to the off no power alert. The battery had not been previously used. Customer noticed a small crack in the area of the battery compartment. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose level was not recalled. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on mother board. No off power anomaly noted. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.